Event description:
Information received indicates the hi/low function will run up on its own when the lock out is released.

Manufacturer narrative:
The technician isolated the issue to a sticking button on the pt control. Bed was scrapped.